Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Concomitant medical products: 8780 catheter, implanted: (B)(6) 2014; 8637-20 neuro pump, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.